Event description:
The pt underwent a bilateral mastectomy on (B)(6) 2009 with a bilateral, single stage breast reconstruction using veritas collagen matrix. The pt developed an infection in the left breast which was not cultured. The pt had one drain placed in each breast in the pre-pectoral space for a duration of 10 days after the initial surgery. She received oral antibiotics post-operatively.

Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.